Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was worn in the shower. Customer's blood glucose was 44 mg/dl at the time of incident and 178 mg/dl at the time of the call. Troubleshooting found that the customer treated with orange juice and food. Customer was advised to call back if necessary.